Event description:
It was reported that this right atrial (ra) lead was dislodged, subsequently a revision procedure was performed. During repositioning, the physician was unable to retract the helix and a new ra lead was successfully implanted. No additional adverse patient effects were reported.